Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in the ureter during a ureteroscopy with laser procedure performed on (B)(6) 2017. According to the complainant, while trying to remove a large stone from a very tight ureter, the zero tip¿ stone retrieval basket with captured stone was unable to be removed from the ureter. Due to the very tight ureter, there wasn¿t enough room to open the basket. Therefore, the basket was unable to release the stone. A holmium laser fiber was used to break the stone into smaller pieces. Knowingly, the physician fired the laser directly on the basket wires, causing the basket wire to break. The physician successfully removed the zero tip¿ stone retrieval basket device from the patient. The detached piece of basket wire and lasered stones were then retrieved from the patient using another zero tip¿ stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.